Event description:
A pt experienced a shocking/jolting sensation at the location of their implanted neurostimulator device. The device system was on at the time of the issue. The pt had acute pain. The pt's outcome was not reported. Add'l info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4) .